Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L2-5 posterior fusion. Tried removing screw and tip turned in screw head and screw did not move. Through different methods we tried to release the driver but to no avail. We removed driver and noted the tip had disfigured. The surgery continued and surgeon had to use another driver. Tried removing screw and tip turned in screw head and screw did not move. Through different methods we tried to release the driver but to no avail. We removed driver and noted the tip had completely snapped off in screw. We then had to cut a piece of rod and use an old innie to helicopter the screw in situ out. The surgery continued and surgeon had to use another driver. No delay or adverse event. Good outcome for patient. Huge frustration for surgeon.

Manufacturer narrative:
Complaint is no longer reportable based on investigation results. One (1) t20 screwdriver shaft was also returned to the cqu for evaluation. Visual examination at the macroscopic level revealed that the distal tip of the screwdriver shaft was significantly stripped. The observed damage notes that it is in the direction of tightening. This damage is consistent with a screwdriver shaft that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. Fifteen minute surgical delay reported. If the device functional issue were to reoccur, other drivers of the same product code or alternate drivers with the same tip configuration would be readily available in the kit to complete the case without issue. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions.